Event description:
Pt underwent prk enhancement over a previous lasik with the ex500 laser (B)(6) 2014, pt presented 1 week post op complaining of discomfort od. (B)(6) noted staining and inflammation/infiltrate at flap edges ou with od>os. Increased the zymaxid to qh, pred forte qh, doxycycline qid and erythromycin ung hs, oral pred started at 1 week post op. Pt seen (b)6) 2014 vasc 20/70 od, 20/60 os, ph 20/25 od, 20/25 os.